Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) from bipolar to unipolar due to high out of range right ventricular (rv) pacing impedance measurements of greater than 2000 ohms. Additionally, there were some stored signal artifact monitor (sam) events that showed minute ventilation (mv) feature to have been disabled by sam due to oversensing noise. The hcp also reported that isometrics and pocket manipulation was performed and noted that when programmed bipolar oversensing noise and high out of range pacing impedances were present. Chest xray was performed, with no visible issues seen. Ts discussed possible causes and programming options with the hcp. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) from bipolar to unipolar due to high out of range right ventricular (rv) pacing impedance measurements of greater than 2000 ohms. Additionally, there were some stored signal artifact monitor (sam) events that showed minute ventilation (mv) feature to have been disabled by sam due to oversensing noise. The hcp also reported that isometrics and pocket manipulation was performed and noted that when programmed bipolar oversensing noise and high out of range pacing impedances were present. Chest xray was performed, with no visible issues seen. Ts discussed possible causes and programming options with the hcp. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) from bipolar to unipolar due to high out of range right ventricular (rv) pacing impedance measurements of greater than 2000 ohms. Additionally, there were some stored signal artifact monitor (sam) events that showed minute ventilation (mv) feature to have been disabled by sam due to oversensing noise. The hcp also reported that isometrics and pocket manipulation was performed and noted that when programmed bipolar oversensing noise and high out of range pacing impedances were present. Chest xray was performed, with no visible issues seen. Ts discussed possible causes and programming options with the hcp. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.